Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer retuned the sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor needle hesitated to come out and retract when inserting. The transmitter did not blink. The customer removed the sensor and could not locate the cannula. The customer was advised to seek medical assistance if the site became sore or irritated because the sensor may have still been in the body. The customer did not know the blood glucose reading. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.